Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and blood glucose (bg) level of 550-600 mg/dl range due to pump shutdown due to normal battery depletion. Customer was taken to the emergency room (ER) where bg was treated intravenously with saline and insulin. Reportedly, customer left the ER three hours later with the issue resolved and no permanent damage. Reportedly, customer continued using pump for insulin therapy.